Event description:
The following was reported to hamilton medical ag: high pressure o2 callibration failure, high o2 alarms showing continuously during hpo mode. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).